Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratch lcd lens. Functional testing was able to verify and duplicate the issue. It was determined that the main board - most likely the internal battery - was the root cause. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown. This report was submitted under MFR# 3012307300-2024-00519 on 01feb2024. Because successful acknowledgements were not returned, this report is being resubmitted per esg ticket (B)(4).

Event description:
It was reported that the device lost programming. There was unknown patient involvement.